Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 3 atm for 3 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.